Event description:
It was reported that during a direct stent procedue on a marginal lesion, the pixel stent delivery system balloon burst at 4 atmospheres during deployment. Reportedly, the stent moved forward. The stent delivery system was removed and another company's balloon was used to position and deploy the stent. A dissection was then noted in the distal part of the stent dissection was treated with another stent.